Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the ventilator powered on without keypress activation when the device was connected to ac power. The device's front panel/keypad led pca was replaced to address the issue.